Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2019 where the glenoid poly w/ keel, ar-9104-03, was explanted. The patient suffered a rotator cuff tear however, the failure is not related to the implant. The following was also implanted: ide-ar-9300-49cpc / lot: 150070712; ide-ar-9301-03 / lot: 160109817; ide-ar-9349-20 / lot: 1706002. Additional information provided (B)(6) 2019: after the original procedure, the patient presented with pain and limited range of motion. An MRI was ordered and uncovered a rotator cuff tear. The revision was performed at the same facility with the same surgeon as the first surgery. The following devices were implanted during the revision: ar-9560-28-4 / lot: 5662; ar-9561-35s / lot: 5690; ar-9564-2842-lat / lot: 18.01739; ar-9563-28 / lot: 2019000055 x3; ar-9563-28 / lot: 2018035253; ar-9501-13s / lot: 18.00400; ar-9502f-42cpc / lot: 18.01658; ar-9503l-06 / lot: 19.00081. Additional information provided (B)(6) 2019: the date of the first surgery was (B)(6) 2018.